Event description:
The hcp reported that the pt was admitted to the e.r. Two days after pump refill. The pump was refilled in 2005 with different drug/different concentration. The reservoir was rinsed and reservoir volume updated. The nurse chose to perform a bridge bolus. The pt presented two days later with sweating, vomiting, weakness and dizziness. Review of the bridge bolus printout revealed "everything sounded correct". The hcp ordered a dose decrease grom 4 mg/day of morphine to 3 mg/day with a bolus duration of 48 hours. The pt subsequently had the pump shut off and was admitted to the hosp due to persistent vomiting.